Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The lead was capped. A new lead was attempted but exhibited elevated thresholds or non-capture in multiple locations. The lead was removed and not replaced. No patient complications have been reported as a result of this event.